Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight and had a broken shell. A visual and microscopic analysis were performed which identified a sharp break, stress marks, missing shell (0-25%), and folds crease. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp break on the radius due to a surgical impact opening, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.